Event description:
The ge oec 2600 fluoroscopy system displayed x-ray overtime error.

Manufacturer narrative:
A ge oec service representative investigated the issue and performed a generator calibration to restore functionality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was tested, to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.